Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range. A correction bolus and insulin injections were used to address the bg level. The customer performed troubleshooting and indicated that insulin was observed coming from the tubing. However, as the customer had changed the supplies on the pump, it could not be confirmed if that the infusion set site was the cause of the occlusions. Reportedly, the customer had been using apidra insulin in the cartridge. The customer had discussed the type of insulin used with a healthcare provider and was hoping to have it changed.